Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial lead was exhibiting noise. No changes or intervention was reported. The patient condition was unknown.